Event description:
Patient was revised to address tibial and femoral loosening. Poly wear and osteolysis were discovered intraoperatively.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. A search of the complaint database did not show any other reports against the reported product lot code. The investigation could not draw any conclusions about the reported event without the product to examine. Provided information stated the product was not suspected of failing to meet specifications or of being a contributing factor to the event. No evidence was found suggesting product error was a contributing factor and the need for correction action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.